Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Patient anatomy included posterior leaflet calcification and tethered posterior leaflet. One clip was implanted. It was felt that the clip had grasped a sufficient amount of leaflet; however, after deployment, a single leaflet device attachment (slda) occurred, with the clip detaching from the posterior leaflet. A second clip was implanted to stabilize the detached clip. The procedure ended with two clips implanted and the mr reduced to grade 2. Post procedure, the patient was in stable condition. No additional information was provided.